Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements. A lead integrity issue is being suspected. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).